Event description:
Customer reported a button error on her insulin pump. She was changing her infusion set and her device alarmed low battery. She changed the battery and the screen said warming up. When she tried to navigate the menus, the device froze. There is a constant tone. Customer's blood glucose is 72 mg/dl. There were no significant events leading to the alarm. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.